Event description:
Per the surgeon the patient&#39;s generator was replaced in relation to the high impedance issue.

Event description:
The patient's generator and lead were replaced. The hospital discarded the devices. X-rays were reviewed by the medical professional and indicated the leads were damaged.

Event description:
High impedance and high output current was seen on the patient's device. X-rays were reviewed by the medical professional and no lead fractures were observed. The patient had a recent fall that the medical professional believed to be related to the high impedance. No known surgical intervention has occurred to date no other relevant information has been received to date.